Event description:
The patient underwent a percutaneous transluminal coronary angioplasty using a medikit 8 fr sheath. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. There reportedly was no resistance on needle deployment, however, one needle did not present. Back down of the needles in their original position was not successful. The patient was taken for surgical removal of the device and primary closure of the arteriotomy. Surgery was successful and the patient was fine.